Manufacturer narrative:
Technician stated that the siderail latch needed cleaning, technician cleaned the latch to repair this bed.

Event description:
Technician stated that the left intermediate siderail would not latch everytime, no injury, bed was in the shop.